Event description:
It was reported to boston scientific corporation that during an apical prolapse repair procedure using an uphold lite vaginal support system, as the physician was pulling one of the leg assemblies through the patient's ligament, the leg detached. It is unknown whether the detached leg assembly fell into the patient. The account removed the device from within the patient and from service. The physician completed the procedure with another uphold lite vaginal support system. There were no complications to the patient, who is over 18 years of age and was fine at the conclusion of the procedure.